Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
Philips sent the customer a new ac power module. The customer then reported to philips that the new module resolved the issue.